Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and the cannula was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod was leaking insulin and being unsure if the cannula was properly seated the infusion site (abdomen), when removed the pod's cannula was found bent. As treatment, a new pod was applied.